Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary testing revealed no pacing output. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
The device was replaced due to a field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.